Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the surgeon, the root cause of the reported issue of refractive error with yag intervention was due to the lens position in the eye.

Event description:
The pt reports undergoing cataract surgery with implantation of the crystalens in the left eye. Two months postoperatively, the pt complained of being dissatisfied with her vision. Add'l info was provided by the surgeon, who reports that preoperatively, the pt's bcva was 20/40 with manifest refraction -0.50 + 1.00 x 010. Postoperatively, the pt noticed a gradual decrease in distance and near vision in the operative (left) eye. On (B) (6) 2009, the pt's bcva was 20/30 with manifest refraction -1.75 + 0.75 x 125. The surgeon attributed the myopic refractive error to malposition of the lens. On (B) (6) 2009, a yag capsulotomy was performed. On (B) (6) 2009, the pt's bcva improved to 20/25 with manifest refraction -2.00 + 0.75 x 138.